Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Customer technical support provided pump reset information and assisted the caller in resetting the pump, allowing the customer to continue using the pump with the instruction to contact support again if the issue recurred.